Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The investigation found that the bipolar resection feature was not reactivated after the prior service repair that required the replacement of the control board. The investigation identified the root cause of the reported event to be an inadequate service repair. The bipolar resection feature was reactivated to address the condition and everything works fine now. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported a forcetriad was used during a urological laser ablation (prostate) procedure where bipolar resection was necessary. During surgery, when the surgeon wanted to use the bipolar resection option, the covidien resection cable was plugged into the forcetriad and the message immediately appears on the screen that the device is not recognized. This means that the bipolar resection option was not installed in the software, which previously was the case. The surgeon had to change to a robotic surgery which is more costly, a longer duration of surgery, resulted in 45 minutes more anesthetic, flushing with physiolocal serum for the patient and more recovery time with abdominal fluid resorption.